Event description:
It was reported that the patient experienced pain during ventricular pacing. The physician suspected the cardiac perforation, however, no diagnostic imaging was performed. The device was reprogrammed to address the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating diagnostic imaging was performed and no cardiac perforation was observed. The patient was in stable condition.